Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had rising pacing impedance, high pacing impedance, unstable thresholds and decreased sensing. No intervention was done, the replacement surgery is scheduled for the future. The lead is still in use. No patient complications have been reported as a result of this event.